Manufacturer narrative:
There is no documentation in the complaint file that indicates a temporal relationship exists between ccpd therapy with the liberty cycler and the onset of the pt¿s hemorrhagic stroke with symptoms of left-sided facial weakness droop and aphasia at home. It is unknown when the pt¿s last ccpd treatment occurred prior to the stroke event, however the pt¿s pd nurse stated the pt. Was not performing ccpd therapy when the stroke event occurred. Furthermore, there is no documentation in the medical records implicating/ supporting a causal relationship. There is a possibility the pt¿s past medical history esrd and uncontrolled hypertension are confounding factors in the pt¿s hemorrhagic stroke event. Furthermore, based on the available information in the file it cannot be determined if there is a temporal relationship between pd therapy with the liberty cycler and the patient¿s peritonitis event. It is unknown when the pt¿s last ccpd treatment occurred or what pd management may have occurred during the pt¿s hospitalization. The pt. Was transitioned to hd therapy (date unknown) during hospital course due to the pt¿s inability to care for himself and perform pd therapy after stroke. There have been no reported allegations of a select liberty cycler/liberty cycler set malfunction that may have caused or contributed to the pt¿s peritonitis infection and there is no objective evidence contained in the file to support a causal relationship. It is unknown what may have caused the pt. To develop peritonitis. The alleged event was not confirmed by the manufacturing plant. The alleged device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that the patient was admitted to the hospital for a stroke. The patient's peritoneal dialysis nurse reported that the patient was not performing treatments when the alleged stroke occurred. Additional information was solicited and received. On (B)(6) 2017, this (B)(6) male patient (pt.) With end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) presented to the emergency room (ER) via ambulance with advanced life support (als) with difficulty speaking (aphasia) and left-sided weakness that began approximately 30-40 minutes at home prior to pt. Arrival. It is unknown when the pt¿s last ccpd treatment occurred in relation to onset of symptoms. Per the pt¿s pd nurse (during a follow up call on (B)(6) 2017), the pt. Was not performing ccpd treatment when the stroke event occurred. Upon arrival in the ER the pt. Had altered mental status and left-sided facial droop. The pt¿s blood pressure (bp) recorded 212/100. Additional vital signs included respiratory rate (rr) 18, temperature (t) 99.1 and weight (B)(6). During ER evaluation the pt. Began to experience a seizure (at approximately 8:44pm on (B)(6) 2017) and as a result the pt. Required sedation and was emergently intubated and placed on mechanical ventilator for airway protection. Subsequently, the pt. Underwent a stat head and neck computerized tomography (CT) scan which revealed the pt. Had a small dorsal brain stem hemorrhage. The pt. Was placed on a cardene drip for strict bp control due to evidence of hemorrhagic cerebral vascular accident (cva) and desmopressin acetate (ddavp) for risk of uremic platelet dysfunction due to history of esrd. The pt. Was also ordered to receive platelet transfusion (1 unit). The pt. Was admitted to the intensive care unit (ICU) for stroke. During hospital course, the pt. Had a hemodialysis (hd) perm catheter placed (date unknown) and the pt. Was transitioned to hd therapy due to deficit in the pt¿s ability to perform pd therapy. Hd products and treatment details during hospitalization are unknown. On (B)(6) 2017, the pt. Had a pd effluent culture performed (unknown reason) which indicated the presence of the organism staphylococcus saprophyticus. It appears the pt. May have been treated with vancomycin (unknown dose, route, frequency and duration) while hospitalized (recorded on (B)(6) 2017 in hospital records received). The pts¿ pd nurse reported (during a follow up call on (B)(6) 2018) the pt. Did not have peritonitis prior to hospitalization for stroke and believes the pt¿s peritonitis developed after being admitted to the hospital explaining that the hospital does not normally perform pd therapy. However, it is unknown if the pt. Received any pd treatments early in hospital course prior to transitioning to hd therapy. Although it was noted on (B)(6) 2017 (very early in hospital course) by infectious disease that there was no indication the pt. Warranted antibiotic therapy. Additionally, during hospitalization, the pt. Had some continued confusion with agitation and restlessness during hospitalization warranting psychiatric consultation on (B)(6) 2017. Recorded psychiatric impression of the pt. Included likely delirium/toxic metabolic encephalopathy which is usually multifactorial in nature. It was recorded the pt¿s underlying infection may have been a contributory factor. Ongoing serial laboratory analysis and glucose testing occurred throughout hospitalization and it was recorded the pt. Showed clinical improvement and on an unknown date the pt. Was down-graded from ICU. Further details surrounding hospital course and treatment for the pt¿s stroke event and peritonitis are unknown. On (B)(6) 2018, the pt. Was discharged to rehabilitation.